Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's brother reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was over 400 mg/dl. The customer stated that she had issues with the sets coming off. The customer stated that she had no delivery alarms when it was stuck. The customer stated that she has had this issue for the past 3 months. The customer will be sent replacement sets.